Manufacturer narrative:
(B)(4).the sample was not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 4. Gts had the home patient (hp) cycle power. The tsr advised the use of continuous ambulatory peritoneal dialysis (capd) exchange. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp said that she did not have the any idea what might have caused the alarm. The hp said she did not see anything out of the ordinary with the supplies, and she had checked the tubing and the connections. The hp said she notified her nurse. The hp said that so far therapy had been fine since the alarm. No patient injury or medical intervention was reported.